Manufacturer narrative:
Sample was plasma collected in a green top tube and processed through the automation line. The sample was aliquoted and re-centrifuged prior to repeat testing. Per the fse, this facility recently changed the tube requirement for tbhcg from gold top to a green top. Currently all tbhcg test are performed in duplicate. Qc was within the customer's established ranges prior to this event. The fse performed hardware verification testing, and all results met specifications. No clear root cause could be determined for this event.

Event description:
A field service engineer (fse) was in the customer's lab performing a preventive maintenance (pm) on the customer alternate system when the customer made the fse aware of an erroneous total bhcg (tbhcg) result generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. Subsequent testing produced a negative result. The patient's procedure was cancelled due to the false positive tbhcg result. The customer is not reporting any death or further injury in connection with this event.